Event description:
It was reported to philips that the device¿s geometry computer was restarting. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the system has a geo restart error. Review of the log files showed geometry movements partly available. The defective part was returned for analysis and cause of the defect was not concluded. However, the replacement of the power supply by the field service engineer has resolved the reported issue. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.